Event description:
Event description guidant received information that these atrial and ventricular leads have impedance measurements of greater than 2500 ohms in bipolar configuration. Threshold testing was intermittent. Additionally, this patient's pacemaker is included in a recent field advisory regarding failure modes 1 and 2.